Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter. The event was reported to the (B)(6) ministry of health. The catheter was inserted (B)(6) at 4.00 pm. On (B)(6), at 6.00 am, the nurse went to the pt for routine care and blood was found all around the baby. The blood came out from the catheter, that was changed and verified. The customer reports that a break was found between the connector and the catheter. The previous control was done at 4.30 am, and no blood loss was noticed, everything was normal. Physiological solution and an urgent blood transfusion were necessary.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring made attempts to obtain add'l info on (B)(4) 2012. To date, no response has been received. If add'l pertinent info becomes available, the report will be updated.